Event description:
It was reported that the programmer would often reboot in the middle of a patient device check. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Devices successfully interrogated repeatedly on the test bench without a reboot of the programmer. Programmer boots up with a keyboard error; keyboard connector is loose.